Event description:
The user's hearing performance with the concerned device is affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. However, as the device was received completely damaged an exact cause for the malfunction cannot be determined. Mechanical damages found are likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the concerned device is affected. The user has been re-implanted.